Manufacturer narrative:
The 30 degrees endoscope has been returned and evaluated by the failure analysis (fa) team. Failure analysis investigations not replicated nor confirmed the customer reported complaint. The endoscope was visually inspected and found with a dislodged component. The retaining ring was found dislodged and the ring was not included. The probable root cause of the dislodged camera adapter observed is attributed to the dislodged retaining ring (the retaining ring keeps the adapter in place in the endoscope) which is attributed to improper assembly of the camera adapter in the endoscope nose housing during the attached endoscope adapter (aea) assembling process step.

Event description:
It was reported that the endoscope's base was disconnected. The customer reported event has no report of patient injury.